Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: description as per facility report " tonight my patient in ticu bed 16 had orders to begin an amio drip. Immediately after priming the line and attempting to start the drip, the pump began alarming that there were air bubbles in the line. I removed the line to inspect it and found no air bubbles in the line. I reinstalled the line in the pump and again attempted to restart the drip. Again, it alarmed that there were air bubbles present. I repeated this process an additional 2 more times before having to ask for assistance from another rn to get the pump started." No injury reported.